Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not expected to be returned for manufacturer review/investigation. (B)(4). Device history records was conducted. The report indicates that the: product manufacture date: 16-oct-2006, product manufacture location: (B)(4). A review of the device history record (DHR) revealed no complaint related anomalies. The (DHR) shows this lot of 4.5mm broad lcp plate 10 holes/188mm (part number 226.601, lot number 5347615) was processed through the normal manufacturing and inspection operations with no non-conformances or rework noted. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no non-conformances or rework noted. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient had a fracture of proximal femur who was complaining of pain due to osteoporosis. Date of original surgery was unknown. On (B)(6) 2016 a revision surgery was performed (x-rays were taken but unavailable). There were one plate and 7 screws removed intact. The surgeon replaced the plate with a longer plate that spanned the lateral femur. The patient was stable and the procedure was completed successfully. There was no surgical delay. The surgical procedure was successfully completed. This complaint involves three devices. This report is 3 of 3 for com-(B)(4).